Event description:
As reported, during withdrawal of the 7f exoseal vascular closure device (vcd), blood flow slowed to cessation, but the indicator window did not change color. Hemostasis was achieved by manual compression and pressure dressing. There was no reported injury to the patient. The exoseal vascular closure device (vcd) was stored, inspected, handled, and prepared according to the instructions for use, and no abnormalities were observed prior to use. A retrograde approach was used, and angiography confirmed femoral artery suitability, including the appropriate insertion angle. An 8f 11-cm non-cordis sheath introducer was used. The vessel diameter was verified to be at least 5 mm, with no calcium, plaque, stent, or significant stenosis present near the puncture site. No resistance or excessive force occurred during advancement or insertion, and no difficulty was reported in connecting the sheath introducer to the exoseal device. The sheath engaged and locked with the handle assembly with an audible click, and pulsatile flow was observed in the bleed-back indicator. Although the device and sheath were retracted together as instructed, the indicator window never turned solid black. The device will be returned for evaluation.

Manufacturer narrative:
As reported, during withdrawal of the 7f exoseal vascular closure device (vcd), blood flow slowed to cessation, but the indicator window did not change color. Hemostasis was achieved by manual compression and pressure dressing. There was no reported injury to the patient. The exoseal vascular closure device (vcd) was stored, inspected, handled, and prepared according to the instructions for use, and no abnormalities were observed prior to use. A retrograde approach was used, and angiography confirmed femoral artery suitability, including the appropriate insertion angle. A non-cordis 8f, 11-cm sheath introducer was used. The vessel diameter was verified to be at least 5 mm, with no calcium, plaque, stent, or significant stenosis present near the puncture site. No resistance or excessive force occurred during advancement or insertion, and no difficulty was reported in connecting the sheath introducer to the exoseal device. The sheath engaged and locked with the handle assembly with an audible click, and pulsatile flow was observed in the bleed-back indicator. Although the device and sheath were retracted together as instructed, the indicator window never turned solid black. One non-sterile 7f exoseal vascular closure device was returned for investigation. Visual inspection showed that the deployment lever was not depressed, while the guard was locked. The plug was found in its manufactured position, and the indicator wire was found deployed. An 8f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. The indicator window was observed in the black/white position. No additional anomalies were reported during this visual analysis. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high-magnification microscopic evaluation was conducted to examine the internal mechanism. No abnormal conditions were observed during this analysis. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device since functional analysis was completed and full window transition with successful plug deployment was achieved. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, user-related factors (user error) such as the 8f sheath which was returned inserted into the 7f exoseal device may have affected the device. As stated in the indication for use (IFU), ¿the exoseal¿ vascular closure device is indicated for femoral artery puncture site closure, reducing time to hemostasis and ambulation in patients who have undergone diagnostic or interventional procedures using a standard corresponding french size vascular sheath introducer with up to a 12 cm working length.¿ the product description also includes, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling and could possibly affect the use of the device. The indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, during withdrawal of the 7f exoseal vascular closure device (vcd), blood flow slowed to cessation, but the indicator window did not change color. Hemostasis was achieved by manual compression and pressure dressing. There was no reported injury to the patient. The exoseal vascular closure device (vcd) was stored, inspected, handled, and prepared according to the instructions for use, and no abnormalities were observed prior to use. A retrograde approach was used, and angiography confirmed femoral artery suitability, including the appropriate insertion angle. An aipu 8f, 11-cm sheath introducer was used. The vessel diameter was verified to be at least 5 mm, with no calcium, plaque, stent, or significant stenosis present near the puncture site. No resistance or excessive force occurred during advancement or insertion, and no difficulty was reported in connecting the sheath introducer to the exoseal device. The sheath engaged and locked with the handle assembly with an audible click, and pulsatile flow was observed in the bleed-back indicator. Although the device and sheath were retracted together as instructed, the indicator window never turned solid black. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.